Event description:
Coupling issues were reported; troubleshooting revealed a flipped device. Surgical revision corrected and secured the device; recharging now effective. No patient symptoms were reported.

Manufacturer narrative:
(B) (4).